Event description:
It was reported that during a procedure at the user facility the core impaction drill was heating up. The procedure was completed successfully with no delay; no adverse consequences or medical intervention were reported.

Event description:
It was reported that during a procedure at the user facility, the core impaction drill was heating up. The procedure was completed successfully with no delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information may be submitted once the device is received and the quality investigation is complete.

Manufacturer narrative:
The reported event was not duplicated. Upon disassembly for visual inspection the service technician observed bearing damage.